Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices ligature performed on (B)(6), 2010. According to the complainant, during the procedure, they successfully placed the first two bands. When they deployed the third band, two bands deployed onto one target point. It was reported that the case was completed with this device as they had enough bands to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.